Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to disassembly the device to see if both the touchscreen and the liquid crystal display (lcd) are damaged. The customer reported that the touchscreen was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the front display was broken. There was no patient involvement.